Event description:
Complaint alleges: complaint alleges: clips would not close completely. No patient injury reported. Patient current condition is reported as fine.

Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Manufacturer will continue to monitor and trend relating complaints.